Event description:
A few hours after a five vessel coronary artery bypass graft, the pt developed chest tube drainage that progressed toward cardiac tamponade. While awaiting transfer to the or pt self-extubated and in spite of prolonged CPR was in prolonged cardiac arrest. Patient's chest was re-opened, open massage carried out and pt was placed on bypass. Approximately 100cc clot posterior to the heart was observed, and a bleed-site found on a posterior graft which was repaired. The pt had suffered severe anoxic brain injury and developed cerebral edema with brain stem herniation. Pt's support was withdrawn and pt was allowed to expire. Causative factors in the pt's death were hemorrhage and loss of airway.